Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Sr8 screen has a lot of dead pixels. Also has dark bands running across the screen.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of sr8 screen has a lot of dead pixels, also has dark bands running across the screen was unconfirmed. The image is good and does not show dead pixels or dark band running across the screen. The problem could be customer is not attaching the probe connector correctly or not attaching it all the way. There is no root cause due to the problem could not be duplicated. H3 other text : evaluation findings are in section h.11.

Event description:
Sr8 screen has a lot of dead pixels. Also has dark bands running across the screen.